Event description:
After implant was completed during standard post-operative imaging, the physician discovered a pneumothorax. Physician placed a chest tube. Thoracic team monitored the patient and imaging 2-days post-implant showed the pneumothorax had resolved. Chest tube is still currently in place and the thoracic team is managing the patient. CT imaging was performed which showed proper placement of the sensing lead and stimulation lead.